Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer was instructed by tandem technical support to prime out the air bubbles via the load fill tubing feature. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 300 mg/dl.